Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "front end controller board error" is not confirmed. The hospital biomed checked the pump and could not reproduce the problem. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for developing trends.

Event description:
It was reported via a hot line call that a "front end controller board error" was shown when the pump was turned on. The perfusionist turned on a second pump which showed the same error message. He turned off the pump, restarted the pump, and the message did not appear. The second pump was used on the patient without difficulty. There was no reported patient death or complications. No report of delay in therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call that a "front end controller board error" was shown when the pump was turned on. The perfusionist turned on a second pump which showed the same error message. He turned off the pump, restarted the pump, and the message did not appear. The second pump was used on the patient without difficulty. There was no reported patient death or complications. No report of delay in therapy.